Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.0/0.5/087 (sphere/cylinder/axis), was implanted into the patient's eye. The lens was removed at an unknown time. The reason for explantation was not provided.

Manufacturer narrative:
Work order search: no similar complaint within associated lots were found. (B)(4).